Event description:
The customer reports that the minus sign is not shown on viewport annotation. There was no reported patient injury associated with this event.

Manufacturer narrative:
After adding dicom tag 0018, 1510 (primary positioner angle) to the viewport annotations, the value is displayed in vp, but the minus sign is not displayed. Sample exam in pacs30 (testlab) named "getest" tag 0018, 1510 contains value "-3,15", but only "3,15" is displayed in the viewport. This will be addressed with cw3.0.7. This MDR is being submitted late, as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability control record for ge healthcare. (B) (4).